Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. An issue with pre-analytic sample handling could not be excluded as a root cause. Controls were within specifications after corrective actions were performed.

Event description:
The customer stated that they received erroneous results for one patient sample tested for troponin t stat (short turn around time) - tnt stat and n-terminal pro b-type natriuretic peptide (probnp) on an e411 analyzer. The sample initially resulted as 5 pg/ml for probnp and 0.05 ng/ml for tnt stat. The initial results were reported outside of the laboratory and the physician did not believe the results. The customer then repeated the sample and it resulted as 94.68 pg/ml for probnp. The customer also tested the sample for troponin I on an I-stat analyzer, where it resulted as < 0.03 ng/ml (negative). The customer then started getting errors when running patient samples and controls. The customer replaced a system reagent, but continued to get errors on all of their results. The customer checked for leakage from tubing, but did not see any. The customer then changed the pinch valve tubing, ran a liquid flow cleaning maintenance, and ran measuring cell preparations. The customer then repeated controls and the controls were ok. After maintenance was performed, the sample was repeated, resulting as < 0.01 ng/ml accompanied by a data flag for tnt stat and 638.7 pg/ml for probnp. The repeat results were believed to be correct. The patient was not adversely affected. The tnt stat reagent lot number was 12538802, with an expiration date of 01/31/2017. The probnp reagent lot number was 11846502, with an expiration date of 04/30/2017. The customer stated that no further issues were seen after the corrective maintenance had been performed. The customer initially believed that a clot had been picked up by the system, but the person that handled the sample for the testing stated that there was no clot in the questioned sample.